Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery test. The customer¿s blood glucose level was 101 mg/dl at the time of the incident. Customer was assisted with troubleshooting. Contacts are missing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement, and active current measurement. No battery or power anomalies noted during testing, however device received with corroded tube. Device received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Device received was properly tested using a test battery cap. (B)(4).